Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver log was reviewed and hardware battery errors were observed. The reported event of a hardware error code was confirmed. The root cause was determined to be a defective receiver battery.

Manufacturer narrative:
(B)(4)

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report that the receiver displayed a hardware error on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported.